Event description:
Subsequently, this patient underwent a revision procedure and the patient's rv lead was surgically abandoned. No further complications have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing lead impedances greater than 2,000 ohms. No other out of range lead measurements were reported and there was no noise present. The physician planned to continue to monitor the patient. No adverse patient effects were reported. Additional information was provided that this system continues to exhibit high out of range pacing impedance measurements. Furthermore, there were some stored non-sustained ventricular tachycardia (nsvt) episodes due to noise and oversensing. No adverse patient effects were reported. Boston scientific technical services (ts) discussed findings and possible causes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to obtain additional information are being made. Should additional information be made available this report will be updated.